Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called back stating they tried switching to program 2 and the pain seems to be a little better but they are still having issues with needing to go to the bathroom all the time. Pt states a couple of days ago, they think they had to change their pad ever 2 hours and was flooding. Pt states last night they were also bending over and could "feel it coming out." Pt inquired if there could be an issue with the lead moving. Pt services reviewed information and went over the option to try another program if doctor approves. Pt states they don't have a follow up appointment anytime soon but may consider calling the doctor to set one up so they can meet with the rep and have the device checked.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the caller has been wetting still since implant. Caller had already tried to change programs once. Troubleshooting helped caller connect to the ins and change settings. Patient will maintain stimulation level and will continue to track symptoms. Confirmed stimulation in bicycle seat area and comfortable. On (B)(6) 2022 additional information was received from the patient. Pt called back and reported having the same issue. This time, pt stated they can't get the handset to turn on. Pt could not find the charging cord at the time of the call so it was unclear if the handset is at a low battery status. Pt will look for the cord, charge up the handset and will call back for continued troubleshooting. The patient called back with their handset charged, reiterating their same issue, that they were wetting just like they did before and that they had to change their pads about every 4 hours and that they were soggy. The patient increased their stimulation setting but then they stated it was "too much," so they backed it down but they didn't feel the stimulation any longer at a lower level. The patient then switched to the next program and increased the stimulation to where they felt it a tiny bit. They continued to go up but then stated they weren't feeling it any longer, though they stated in the past they increased it and wouldn't feel it but later it would become really painful so they'd have to back it down. Troubleshooting suggested the patient reduce it to the level where they felt it slightly and monitor their symptoms to see if that helped them improve. Troubleshooting also wanted to note that the patient still had a bandage on from the implant procedure and was losing connection with the ins on occasion so they'd been pressing the communicator against their bandage and that the pressing was starting to hurt their incision site. Troubleshooting advised the patient to allow their incision site to continue to heal and the patient ended their session. The patient stated they had a managing health care provider (hcp) appointment on thursday (B)(6) 2022 for their 2 week follow up and that they would monitor their symptoms and continue the programming and symptom concerns discussion with the hcp at their appointment. Upon further consideration, the patient also received a message while they were attempting to adjust their settings "operation failed end session an error has occurred." The patient was able to end their session and connect to their ins to continue troubleshooting. The patient also confirmed that their previous systems had been replaced when they reached end of life. On (B)(6) 2022 additional information received from patient. They reported if the patient turns up the stimulation a little bit, the stimulation runs through her rectum causing them to have a bowl movement. Patient has the therapy for the bladder. In the past month the therapy has not helped bladder. Patient was currently on program 1 at 5.3 and had just increased stimulation to 5.6. When first started it at 5.3 started cramping and the stimulation hurt and then it quit. Patient said, doesn't just leak they pee's all over herself. They are having to change pads four times a day. Worse then a baby with diaper's on. If patient starts to raise hands above head they will have incontinence. Patient feels like the stimulator went in some. At first the stimulator was bulging out quite a bit. Walked caller through checking her settings. On the call the patient switched to a different program and increased the stimulation. Told caller to monitor symptoms for a couple days and see if the symptoms improve.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.